Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The identified system error 105 was reproduced and confirmed through evaluation. This condition was caused by a failed input/output printed circuit board (I/o pcb). The failed I/o pcb was replaced.

Event description:
During baxter's evaluation, it was found that a spectrum pump had a system error 105. There was no patient involvement.